Event description:
It was reported that the stimulation was working well, but since the day prior to the report, the patient had strong, blue electric shocks coming out of her fingertips. It was noted that the programmer training was ineffective because the patient was still under the effects of anesthesia. It was further reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).